Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, the reservoir was observed to be ruptured. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the rupture is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a ruptured reservoir. The device had been filled with fluorouracil. This was noted before use. There was no patient involvement. No additional information is available.